Event description:
It was reported that x-ray showed the lead was fractured. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): no anomalies found, however the outer insulation had a cosmetic depression, the defibrillation coil was stretched, there was blood on the defibrillation coil, and there was apparent explant damage; proximal segment returned and analyzed.